Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found that was not able to complete an auto fill. The safety disk leak test passed but it did not recognize that the port was plugged for the k6, k6a, k7 and k8 leak test. The stm replaced fill manifold. In addition, for auto fill the stm replaced the purge assembly and corrected the issue. The stm completed safety, and functionality checks per the service manual and passed to factory specifications. The iabp was returned to the customer and released for clinical service upon completion.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) displayed failed k6 for leak test. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the k6 leak test. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.